Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. Additional observations: ¿ encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a rupture, capsular contracture baker grade unknown and ¿silicone cyst on the left¿. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture baker grade unknown" and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture and granuloma.

Event description:
Patient reported a rupture, capsular contracture baker grade unknown and ¿silicone cyst on the left¿. This relates to the left side. Device has been explanted and replaced with a non allergan device.